Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon was ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).